Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
Synergy china registry it was reported that stable angina occurred. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. On the same day the index procedure was performed. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to distal rca with 70% stenosis and was 87 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre dilatation and placement of 3.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted be 0%. Eight days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with stable angina and hospitalized for further evaluation and treatment. After three days, the subject was discharged on aspirin and clopidogrel. At the time of reporting the event was considered to be recovering/resolving.